Event description:
It was reported that over the 6 months prior to report, the patient had felt electrical impulses go from the neurostimulator back to her spine. It was noted she felt these daily. It was logged there were no falls or traumas. It was reported the neurostimulator was off and the batteries were dead. It noted that there was no output from the device at all and the patient was referred to her doctor(hcp). It was reported the patient did not want to do that because the hcp was "just going to tell her that she needed medtronic". It was noted a manufacturer representative could be paged to meet at the patient's appointment with the hcp.

Manufacturer narrative:
Product ID: 7434a, serial# (B)(4), product type: programmer. Patient product ID: 3487a, lot# unknown, implanted: (B)(6) 2009, product type: lead. (B)(4).